Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some patients were not appearing at pyxis immediately after check-in. A technical support specialist worked with the customer to test the process using a temporary patient, which successfully appeared at the station. However, duplicate "admit" messages were observed in the server logs, likely caused by workflows involving IV prep and pyxis check. The customer acknowledged this and planned to contact admit discharge transfer (adt) support. Further review revealed that order messages were triggering additional "admit" entries due to legacy interface configurations used before version 1.5.x. Since the customer is now on es v161, the issue was escalated to the iest team to verify if such configurations still exist and whether they affect patient visibility. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients name displayed after checking in for their appointment and patient crossed over to pyxis, but users were still creating temporary profile in pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.